Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. No alarm noted. We were unable to verify for alarm due to constant motor error alarm. We were unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected test and all operating current test due to constant motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed. Customer stated she was trying to correct her high blood glucose when the pump alarmed. Customer's current blood glucose was 265mg/dl. Advised customer to discontinue the use of the insulin pump and refer to back up plan.